Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported tha the insulin pump had alarmed for a button error and then battery out limit. The numbers also began to scroll without input and the alarms could not be cleared. The blood glucose reading was 18.8 mmol/l. Customer was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted. No ramping numbers anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.